Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the information was added: the device was removed using the safety release mechanism and a non-abbott device was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event, failure to complete the thumb advancer stroke and sheath splitting, was confirmed. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the pusher-to-garage block displacement is advancing the thumb advancer against resistance. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Analysis of the returned device has revealed that the safety release mechanism was not used to facilitate the device removal as initially reported. Per the instructions for use (IFU), under the closure procedure section: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, there was resistance felt during advancement of the thumb advancer and the sheath could not be split. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.